Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. It was reported the stimulation was reducing despite increasing the strength. High impedances noted on all the lead contacts. Reprogramming was attempted multiple times which did not provide resolution. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates the patient had their system explanted due to the impedance issue.

Manufacturer narrative:
The root cause of the reported observation was determined to be due to the broken lead wires as confirmed through a high-resolution visual inspection. A high-resolution microscopic inspection at 10x noted both leads had all internal wires broken. The break in the lead wires was uniform and consistent across all wires indicating this was due to repetitive motion stress condition.